Manufacturer narrative:
The rotalink plus unit was returned loaded with a guide wire. It was noted that the guide wire spring tip was stretched. The guidewire was removed from the rotalink plus unit with ease. The rotalink plus catheter and advancer handshake connections were connected when returned to the complaints lab. The handshake connections were disconnected and reconnected and a tug test was performed to examine the integrity of the connection. No issues were noted with the unit's handshake connections. The burr was microscopically examined and it was noted that the annulus of the burr was damaged with sharp edges. A test rotawire floppy guide wire 325cm, was loaded into the rotalink plus unit with no issues noted during loading of the guide wire. The rotalink plus unit was wet tested along with the test rotawire. The burr maintained a speed of 175,000rpm for one minute at a pressure of 56psi. A pressure of <58psi is acceptable. The burr was advanced and retracted throughout the wet test. The burr was stalled at 150,000rpm; the burr recovered back to a speed of 150,000rpm without any issues. No issues were noted during the wet test. The guide wire was removed with ease from the unit after the wet test. During analysis of the complaint unit no rotational speed issues or guide wire restriction issues were noted. It was noted that the burr annulus and the guide wire spring tip were damaged. The damage to both devices is consistent with the burr annulus coming into contact with the guide wire spring tip. The rotablator directions for use (dfu) warns the user not to allow the burr annulus and guide wire to come into contact. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The root cause of this complaint is determined to be user related.

Event description:
Reportable based upon investigation completed on 2/26/2008. It was reported that during a rotational atherectomy procedure, the rotalink plus catheter stalled. The lesion was located in the left anterior descending (lad) coronary artery. During the procedure, the 1.25mm rotalink plus catheter kept stalling, and the guide wire became stuck in the rotalink plus catheter. Therefore, the system was removed and the case was completed with another of the same. No patient status is listed as "fine." Investigation revealed that the burr annulus was damaged/blocked.